Manufacturer narrative:
(B)(4).

Event description:
The customer stated that a nurse was using the accu-chek safe-t-pro lancet device and the needle from the device did not retract back into the device, causing an accidental fingerstick of the nurse. The nurse followed facility protocol and had blood testing performed. The nurse received no further treatment. No portion of the lancet broke off into the nurse. No adverse events were alleged. The customer's product was requested for investigation.

Manufacturer narrative:
One package of 99 unused lancet devices was provided for investigation. All 99 lancing devices were tested during investigation. The reported failure on protruding lancets could not be reproduced. Occasionally the internal wings of the lancet which intentionally break during the lancet release may jam the lancet's guiding channel, thus impeding the lancet to retract back into the lancet housing. The observed defect frequency is within predicted and acceptable limits. The medical risk is very remote or less than remote. A use error can be excluded.